Event description:
It was reported that the sensor lost connection to the ilet while the user continued receiving glucose readings in the dexcom app, and the user was instructed to restart the sensor from the ilet sensor menu using pairing code 1197, after which readings resumed by the end of the call. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms on the ilet and no need for medical care. Investigation included guided troubleshooting and user education to re-establish the sensor-to-ilet connection. Investigation of this case revealed a resolved communication issue between the cgm sensor and the ilet that responded to a sensor restart and re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication interruption that was mitigated through standard troubleshooting.